Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that no flow event was observed with a one-link extension set. The issue was resolved by disconnecting and reconnecting again to get a flow. There was no report of patient injury or medical intervention associated with this event. No additional information is available.